Event description:
During the analysis of an explanted heart, a syncardia technician observed a double diaphragm tear in the right ventricle.

Manufacturer narrative:
The explant analysis of the tah-t evaluated the function of the diaphragms, the function and condition of the valves, as well as the overall condition of the heart. Visual inspection of the tah-t confirmed anomalies with the right ventricle, specifically the torn blood diaphragm layer and the subsequent intermediate diaphragm layer. The valve inspection evaluates natural movement to determine if any defects may have been present, preventing them from moving freely as intended. No abnormalities or defects were found with the valves. The diaphragms were visually inspected for any anomalies or defects, as well as tested for strength of stroke volume. As previously stated, the right ventricle was confirmed to have two torn diaphragm layers (the blood and subsequent intermediate layer). As a result of the tears found in the right ventricle diaphragms the stroke volume test was not able to be performed. The left ventricle diaphragm was confirmed to be free of defects, and performed as intended during the stroke volume testing. Scoring of the physical condition, functionality, and performance of the tah-t confirmed the device malfunction with regard to the right ventricle diaphragm assembly. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).